Manufacturer narrative:
Product ID: 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and they had bladder spasms very bad since three days prior to report. The patient had tried to adjust their stimulation but it was not working. The patient was not sure what brought the spasms on and they stated "boosting stim up with flare-ups typically helps" but the stimulation was not helping their symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.